Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power twice in last hour. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:a history of multiple reboots occurring on 07/18/2013 was found. Visual inspection revealed a battery compartment crack below the finger pad; the battery cap was able to be fully tightened. There was no evidence of moisture within the battery compartment or pump. The pump was exercised for 24 hours without experiencing a loss of power or power related alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.